Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had critical pump error and a broken force sensor was detected during seating or regular delivery after battery change. The customer¿s blood glucose level was unknown. The troubleshooting was performed and they received the open book image was displayed on the screen. Customer was advised to discontinue use of insulin pump and revert to back up plan. The device will not be returned for the analysis.